Event description:
It was reported that the user sought assistance with an infusion set and cartridge change on the ilet system while using a steel 6 mm contact/detach infusion set, after running out of insulin for several hours and experiencing elevated blood glucose of 314 mg/dl; the agent guided the user through filling and changing the cartridge and infusion set, insulin delivery was resumed, and no device alarms occurred, with the device component implicated being the cannula and the event characterized as an improper or incorrect procedure or method. Symptoms included hyperglycemia. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem and identified a usage problem related to the cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.